Manufacturer narrative:
The patient underwent mesh implantation in order to treat third degree rectocele, second degree cystocele, second degree uterine prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent a revision of sling and urethroscopy on (B)(6) 2005 due to incomplete bladder emptying after sling for urinary incontinence. It was reported that the patient underwent examination under anesthesia and resection of foreign body sling on (B)(6) 2007 due to complaints of painful synthetic sling causing dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with anterior and posterior vaginal repair, bilateral sacrospinous hysteropexy, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with anterior and posterior vaginal repair, bilateral sacrospinous hysteropexy, and cystoscopy.